Event description:
Once the PICC line was placed, the cap used was checked for line flush and draw back. The cap was able to be flushed but draw back could not be performed. The cap was immediatley replaced and then functioned.======================manufacturer response for cap - maxplus positive displacement connector, morpheus (per site reporter).======================reported.